Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode while walking down a set of stairs, fell and hit their head. A physician contacted boston scientific technical services (ts) and requested review of remote interrogation data to determine if the patient received therapy. Review of stored device memory revealed that the rhythm started as with an atrial pace and blanking of a premature ventricular contraction (pvc) followed by a ventricular pace, which may have accelerated the rhythm. Anti-tachycardia pacing (atp) followed by an 11 joule shock was delivered, which did not convert the rhythm. The rhythm accelerated when a 31 joule shock was delivered and converted the rhythm. Ts discussed that therapy was appropriate based on what the device was sensing. No additional adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.